Manufacturer narrative:
Tested with a test p-cap and the p-cap did not lock in place properly due to missing retainer and missing reservoir tube o-ring. Unable to perform displacement test due to missing retainer. Unit received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, stained serial number label, faded serial number label and peeling end cap address label.

Event description:
The customer reported via phone call that the o ring and lip of the reservoir of the insulin pump was came off. The customer¿s blood glucose level was unknown. The customer was assisted with the troubleshooting. The customer also stated that the reservoir compartment was unable to stay in its place. The insulin pump will be returned for analysis.